Event description:
A customer contacted beckman coulter inc. (Bec) reporting that 5-10 ml of bluish fluid was leaking from the right side of the coulter lh 780 hematology analyzer. The leak was not contained. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found a cut complete blood count (cbc) lyse restrictor tubing. The fse replaced the tubing, resolving the leak. Per labeling, lh780 instructions for use (IFU) pn (B)(4): beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).